Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer then declined further troubleshooting, and will contact tandem technical support if they require further assistance. No additional patient or event information was available.